Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms, high thresholds and noise. It was suspected that the lead was fractured or there was insulation damage. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis since the lead was cut into several pieces during laser extraction.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 3000 ohms, high thresholds and noise. It was suspected that the lead was fractured or there was insulation damage. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis since the lead was cut into several pieces during laser extraction.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.